Manufacturer narrative:
A compressor was reported having water in the air output. A service engineer replaced the drainage valve and sent it back for further investigation. When mounting the returned drainage valve in a reference compressor mini, the drainage valve opened operated as expected and the reported issue could not be reproduced. The drainage valve is part of the system that reduces the amount of moisture in the compressed air. When the damp has condensed, the function of the drainage valve is to open the transport of the water to a drainage bottle. In the start-up sequence, the drainage valve will also release the pressure in the compressor cylinders to have a smoother start of the compressor. A defective drainage valve could lead to a situation where the compressor is not starting as expected. As the reported issue could not reproduced, the root cause could not be determined.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the compressor's drainage valve was not in proper function. There was no patient harm. Manufacturer ref. #: (B)(4).